Event description:
It was reported that the customer had an external ram error, an expected restart alarm, and a displayable history check failed on startup alarm on the insulin pump. Insulin pump will be replaced and repaired. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed self-test, error test and displacement test. No unexpected alarms noted. However, insulin pump had multiple alarms noted in history screen due to corrupted history file. Insulin pump received with cracked case at display window corners, reservoir tube lip and corroded battery tube.